Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy, cervical dysplasia, abdominal bloating and grand multiparity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), allergy to metals ("allergy: nickel allergy") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced migraine ("migraine"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problem"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal conditions"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condition/problem"), visual impairment ("vision problems"), weight fluctuation ("weight gain / weight loss") and abdominal pain lower ("lower abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, seizure, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, metrorrhagia, iron deficiency anaemia, allergy to metals, psychological trauma, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight fluctuation, vaginal haemorrhage, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, seizure, tooth disorder, vaginal haemorrhage, visual impairment and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for psych injury. Essure insertion date provided in pfs 01jan2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: other (please describe) do not recall. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: company causality comment amended. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy, cervical dysplasia, abdominal bloating and grand multiparity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), allergy to metals ("allergy: nickel allergy") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced migraine ("migraine"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problem"). On an unknown date, the patient experienced seizure ("seizures"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal conditions"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condition/problem"), visual impairment ("vision problems"), weight fluctuation ("weight gain / weight loss") and abdominal pain lower ("lower abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, seizure, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, metrorrhagia, iron deficiency anaemia, allergy to metals, psychological trauma, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight fluctuation, vaginal haemorrhage, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, seizure, tooth disorder, vaginal haemorrhage, visual impairment and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for psych injury. Essure insertion date provided in pfs (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: other (please describe) do not recall.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.